Event description:
It was reported that customer received a minimum fill notification while attempting to load a new cartridge and later stated they had accidentally pushed a syringe full of air into cartridge, which they believed caused issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading a new cartridge using correct technique and was able to resume insulin delivery, with no additional corrective action required because issue was attributed to user error.